Manufacturer narrative:
Since a model was not provided, 510k cannot be determined. (B)(4). Type of investigation: type of investigation not yet determined. Investigation findings: results pending completion of investigation. The pentax medical sales rep responded to a good faith effort request via email on 13-dec-2021 confirming the user facility did notify the FDA regarding the event and this is a general complaint with the pentax medical equipment malfunctioning. We have not identified which specific product is causing the issue and it was not one specific patient or physician. DHR cannot be performed since a model and lot was not provided. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer in (B)(6) reported that on a number of occasions with multiple physicians while using various pentax medical endoscopes, they have been experiencing difficulty insufflating the patient anatomy. They are complaining that there is no air coming out or very minimal air. This has been happening for a couple of weeks. They have attempted to change out valves, water bottles (they do not use co2), increase air pressure to level 5, and even endoscopes. There was no report of death or serious injury related to the insufflation. No other information was initially provided with this complaint. For reporting purposes the common device name being selected is valves. If additional information becomes available to better identify the devices, we will submit a supplemental report to document those changes.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: it could not be identified the reason for the deterioration of the air supply function because we could not obtain product information. The presumed cause is clogging/collapse of the tube. Since loss of air and water supply function does not tend to occur frequently, it was determined that further investigation was unnecessary.